Event description:
Reported by the doctor as: "a port leak with port revision." Follow up with the doctor reveals "a leak to the band bladder with band and port replacement on the same day."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 15-oct-08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, but the device analysis are pending at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."